Event description:
It was reported that a spectrum iq pump had no drips falling and blood backing up several inches in the intravenous tubing during lasix therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The reported problem "no drips were falling" may potentially be related to fa -2021-056, which is currently ongoing and is associated with reinforcing proper intravenous line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.